Manufacturer narrative:
(B)(4). Concomitant products: unknown natural knee femur; unknown natural knee tibia. N. Poirier, p. Graf, f. Durbrana. (2015). Mobile-bearing versus fixed-bearing total knee implants. Results of a series of 100 randomised cases after 9 years follow-up. Orthopaedics & traumatology: surgery & research 101 (2015) s187¿s192. Http://dx.doi.org/10.1016/j.otsr.2015.03.004. (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-04196, 1822565-2017-04190, 1822565-2017-04196.

Event description:
It was reported in a journal article that twenty-two of the study patients had died prior to final follow up. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown natural knee femur; unknown natural knee tibia, unknown natural knee patella. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-04196, 1822565-2017-04190, 1822565-2017-04196, 0001822565-2017-05605. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.